Manufacturer narrative:
The field service engineer (fse) examined the rbc and wbc dispensers and was not able to find a malfunction. The fse identified the issue to be an air-mixing issue in the diluent line. The fse primed the diluent resolving the event. The instrument operational. The fse verified instrument operation with startup and quality control. All recovered within specification without error. Patient demographics were not provided for the data provided by the customer. Bec internal identifier - case- (B)(4).

Event description:
The customer reported the platelet (plt) parameter recovered high for approximately six patient samples without suspect messaging when cycled on their coulter lh 780 hematology analyzer. The customer also reported air bubbles in the wbc dispenser during the event. Per documentation, no erroneous results were reported out of the laboratory. Questioned samples with high platelets were rerun and reported from a different analyzer. Controls recovered within specification before and after the event. There was no death or injury associated with this incident, no erroneous results were reported outside the laboratory and there was no impact or change to patient treatment. Only one printout for one patient result was provided by the customer, the other five could not be confirmed.